Manufacturer narrative:
Date of event - estimated based on aware date of 08jul2021.

Event description:
It was reported that a device leak and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, the patient emergently presented with a stoke. A transesophageal echo (tee) was performed and leak was noted with the device. The patient was put back on oral anticoagulation. No additional information is known at this time.